Event description:
Adverse event(s): "infection" (infection); "red eyes" (red eye(s)); "keratitis" (keratitis); "corneal staining" (no code available); "peripheral infiltrates" (corneal infiltrates). Product problem(s): "pseudomonas aeruginosa" (bacterial contamination of device). A consumer's father reported his son experienced an eye infection following the use of this product. He stated he took the bottle to a lab and the results indicated pseudomonas aeruginosa was in the bottle. He reported his son was treated with antibiotics. He states his son is no longer wearing his lenses and went back to wearing glasses. On 08/26/2010, add'l info was received from the consumer's optometrist. The optometrist reported the consumer experienced keratitis, red eyes, staining of the cornea, and peripheral infiltrates following the use of this product. He stated he prescribed the consumer an antibiotic and switched him to a hydrogen peroxide based contact lens solution. He noted the consumer does overwear his contact lenses. The optometrist reported the consumer's symptoms have resolved.

Manufacturer narrative:
Eval summary: the complaint device associated with this report was not received for eval. It is unk if the product was used according to labeled indications. Batch records were reviewed for lot 174640f and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 174640f met all release criteria prior to product release. There are no similar reports for this lot. Add'l info was requested via mail on 08/06/2010, 08/23/2010 and 08/27/2010; via fax on 08/23/2010; and via phone on 08/23/2010, 08/30/2010 and 08/31/2010. (B)(4).